Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "severe pain" radiating to "the center of breast" and capsular contracture (baker grade undocumented)", "cold," "animated deformity," malposition, rotation and exchange from textured to smooth tissue expanders due to the patient¿s concern with the product. Device evaluation: analysis of the returned device identified weight to the spec, crease fold, deformation, brown particles. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: -no issues found related with the manufacturing process. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported a right side "severe pain" radiating to "the center of breast" and capsular contracture (baker grade undocumented)", "cold," "animated deformity," malposition, rotation and exchange from textured to smooth tissue expanders due to the patient¿s concern with the product. Device has been explanted.

Event description:
Healthcare professional reported a right side "severe pain" radiating to "the center of breast" and capsular contracture (baker grade undocumented)", "cold," "animated deformity," malposition, rotation and exchange from textured to smooth tissue expanders due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a., g.1., h.6.